Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture after the patient presented to the hospital for an unrelated incident. The right ventricular (rv) lead was capped and replaced on (B)(6) 2025, and the patient's status was noted as stable.